Event description:
Sorin group italia received a report indicating that, during cardiopulmonary bypass using the inspire 8f dual system, pressure of 0¿3 mmhg was detected within the blood reservoir. Repeated checks of the vacuum source, vacuum controller, and associated tubing confirmed normal functionality. Upon disconnecting the suction tube from the blood reservoir tank, negative pressure within the tube was verified. Suspecting a compromised seal integrity of the reservoir tank, the upper rim was sealed using sterile surgical film. Following this intervention, the pressure within the reservoir decreased to ¿25 mmhg, aligning with the set pressure on the vacuum controller. Surgeon decided to change affected device, with no patient issue.

Manufacturer narrative:
A1-a5 patient information was not provided d.4.the complained inspire 8f dual oxygenator (catalog number 050720cn) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050720cn is similar to the inspire 8f dual oxygenator 050720, which is distributed in the USA, for which the device identifier is (B)(4). G.5. The product item 050720cn is not distributed in the USA, but it is similar to 050720, which is distributed in the USA (510(k) number: k121909. H11 sorin group italia manufactures the iinspire 8f dual oxygenator, the issue occurred in china. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the event was confirmed via photographic evidence. Complaints database review revealed no further similar events for impacted batch lot. No concerning trend was highlighted for reported failure mode. Based on the investigation findings and considering that all units are leak-tested in the manufacturing line to confirm welding integrity before release, the root cause of the reported event could be traced back to one of the following: - reservoir welding that drifted over time reasonably, due to further thermal and mechanical stresses/rough handling after product release; - isolated transport deviation. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.